Manufacturer narrative:
Isi has not yet received the vessel sealer instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the vessel sealer (vs) instrument broke and a fragment fell inside the patient. A clinical territory associate (cta) stated that the surgeon was able to retrieve the broken piece, remove the instrument, and continued with the procedure. The surgeon switched to a prograsp instrument as the vs was no longer needed. The procedure was completed as planned. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was using the vs to retract/move a fibroid when it broke. Specifically the plastic at the tip of the jaws that extends past the metal conductors of the vs broke off under vision. An assistant used a laparoscopic grasping instrument to remove the fragment via the assist port. No further tests were done to check for fragments, as the surgeon was confident that all fragments were removed. Cta confirmed that the procedure was completed robotically with no patient harm. The vs was used for about 5 hours before the breakage and the surgeon used it in a variety of ways besides sealing including manipulating the uterus which was "particularly large". Cta did not see the vs come into contact with other instruments or hard materials. The cta was unable to provide a copy of the video.